Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that it was out of specification electrically. Vendor analysis was unable to perform debugging due to a serious component burn.

Event description:
It was reported by the patient that following a storm the remote monitor was no longer able to receive power. A new power cord did not resolve the issue. The monitor was replaced. No patient complications were reported as a result of this event.